Event description:
The guide wire separated inside the pt. There were no details reported regarding the separation of the guide wire. The separated guide wire was successfully retrieved from the pt with a snare device. Reportedly, the pt is doing well.